Manufacturer narrative:
The reported complaint of keypad failures was confirmed during testing and was found to be the result of damaged cable traces and contamination. Review of the pump module logs did not show any malfunctions recorded to keypad failures. Testing performed found 14 returned pump modules with unresponsive keypads. Testing found one pump module with only an unresponsive ¿reset¿ key. Inspection of the 15 returned pump module¿s keypad found 14 of the 15 returned with cracked circuit cables which resulted in open circuits. There was one failure isolated to a single key (reset) which was found to be the result of contamination. The device was not being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
It was reported that the keypads failed. The customer further stated that there were no adverse effects caused to the patient from the event.